Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited atrial undersensing via inappropriate automatic mode switch. No changes were reported. There were no patient symptoms.

Event description:
It was reported that the pacemaker exhibited atrial undersensing via the inappropriate exit of automatic mode switch. No intervention was performed. There were no patient symptoms.